Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported during preparation, the automated impella controller (aic) had a system self-check failure at start up. Consequently, the aic was exchanged. There was no report or indication of delay in treatment or harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. According to the device and data analysis the root cause of the system self check failure was an impellatronic and power battery manager (pbm) board malfunction.